Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging 40-75 mg/dl. The cause for low bg was unknown. The customer addressed low bg levels with juice and glucagon tablets. Recommendation was made to discuss diabetes management with customer¿s health care professional.